Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is reading a calibration error. Unit was swapped successfully. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) unit is reading a calibration error. Unit was swapped successfully. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d5, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Ran unit for two hours @ 120 bpm, unable to duplicate autofill failure.performed calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
It was reported that during use and transport, the cardiosave intra-aortic balloon pump (iabp) unit is reading a calibration error. Unit was swapped successfully. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a